Event description:
Using the bd brand nano 2nd gen pen needles for insulin shot administered to my spouse, upon placing the protective plastic cap back onto the needle after use, I did not noticed that the needle had become slightly bent to the side and when placing the plastic protector cap back onto the nano needle to safely dispose of, the needle pierced through the plastic protector cap which I had not noticed resulting in my index finger becoming pricked and bleeding.